Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, while removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the orange cap covering the hemostatic valve popped off and about 3cc of blood was leaking back from the valve. The sheath was replaced, and the issue resolved. No interventions were required. There¿s no indication that air had entered the patient¿s body. Since there¿s no indication that the patient¿s hemodynamics were compromised due to the issue experienced, this event won¿t be considered a patient event but a product malfunction. The brim cap detachment is an MDR-reportable issue.

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab identified brim cap detachment, missing hemostatic valve, and a missing friction ring. The product investigation was subsequently completed. It was reported that during an atrial fibrillation (afib) ablation procedure, while removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the orange cap covering the hemostatic valve popped off and about 3cc of blood was leaking back from the valve. The sheath was replaced, and the issue resolved. No interventions were required. There¿s no indication that air had entered the patient¿s body. Device evaluation details: a brim cap has detached from hub also hemostatic valve and friction ring are missing. Small traces of glue were observed in the hub and this is evidence that the device was properly manufactured. A device history record was performed for the finished device 00001084 number, and no internal action related to the complaint was found during the review. The brim cap issue reported by the customer was confirmed. The root cause of the brim cap detachment could be related to handling of the device during the procedure; however, this cannot be conclusively determined because the hemostatic valve and friction ring are missing. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).